Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient met with their healthcare provider (hcp) and a manufacturing representative about the reported issues. The patient stated the poor coupling was in (B)(6) 2017, but it was previously reported to have begun in (B)(6) 2017 so it is unclear when the issue began. It was stated that the new antenna works fine. It was also stated that the ins was accidentally turned off, which is the reason for the increase in tremors.

Manufacturer narrative:
Correction submitted as it was determined the selection of adverse event was omitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37791, product type: recharger.

Event description:
A patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported they had poor coupling and that most of the time they can only get two bars shaded. It was noted that other times they get full coupling. The patient usually charges every morning, so the ins was full at the time of this report. The next day, the patient¿s ins was still full, but they tried turning the antenna dial, but this did not get any more coupling bars. A replacement recharger antenna was sent. The patient later reported that the replacement recharger antenna did not resolve the coupling issue, and they were getting zero coupling bars now. At the time of this secondary report, the patient¿s ins was fully charged. It was noted the patient had an appointment with their physician on (B)(6) and would discuss the coupling issues with them. No medical symptoms reported. No further complications were reported.